Manufacturer narrative:
A ge service rep performed an on site investigation. The potentiometer was replaced and the system calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had an uncommanded motion error. No patient injury was reported.